Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision wherein the pocket site was relocated. The patient was reportedly doing well after the procedure.